Manufacturer narrative:
Date rec'd by MFR: 21oct2019. Date of report: 22oct2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the (motor controller)mc to (data acquisition) da cable. After numerous attempts to obtain information on the repair of this device (see communication notes), this complaint is being closed. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported error machine and proximal pressure sensors failed. No pressure was being delivered. The device was not in use at the time of the reported event.